Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. The patient had lacerations on his hands and bruising around the eye. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.